Event description:
During verification testing at the service center, it was noted that the ground prong of the ac power cord was twisted.

Manufacturer narrative:
During testing the ground prong of the ac power cord plug was found to be twisted. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.